Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the rotation cam handle could not be closed with reasonable force. The cam handle set screw was out of adjustment. The reported failure was confirmed and the root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a loosening of the cam handle set screw after repeated use over time and after repeated autoclave cycles. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the accessory traction had a manufacturer defect in the black locking handle. It could not lock the rotation of the traction piece. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.